Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were hyper responsive. The patient noted that the ok keypad button symbol was worn. There was no reported damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a case in a pocket and cleaned the pump with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and down arrow buttons were noted to be sticking and hypersensitive and caused scrolling. The ok and contrast buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 (B)(4) 2012 - additional device evaluation was completed on (B)(4) 2012 with the following findings: the pump vibration feature was found to have failed due to misaligned vibrator motor pins. The audio tone alarm function was confirmed to be working appropriately and the pump could still alarm to alert the user of an issue. (B)(4).